Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a patient with trace to one plus diffuse lamellar keratitis (dlk) in the left eye one day post lasik. An oral steroid was prescribed and topical steroid drop dosage was increased. A flap lift an rinse was performed. Symptoms were reported resolved three days post lasik. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.